Event description:
It was reported that a patient was being referred for generator replacement surgery due to battery depletion. The patient had one bad seizure 1 week before the clinic visit and a few smaller ones recently after being seizure-free for 6 months. The physician attributed the recent seizure increase to the patient using the battery quickly. According to the physician, half of the battery remained 6 months prior to the clinic visit, and approximately 1/4 of the battery remained as of the clinic visit date. The physician also mentioned that the patient received a lot of benefit from vns and referred the patient for prophylactic generator replacement surgery. The patient was implanted with a new device. No additional relevant information has been provided to date.

Event description:
The device was discarded after explant and was unavailable for product analysis. No additional information has been provided to date.